Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument noted the mixer motor was sticking. As troubleshooting during service visit the fse replaced multiple parts. However, the fse determined the mixer motor was deemed the primary failure mode of the erratic results. The fse replaced the mix motor which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is: (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer cell #2 generated erratic patient results for ise (ion selective electrode) sodium (na), chloride(cl) and potassium (k). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer verbally provided patient results.